Event description:
It was reported that following insertion of the sheath and guidewire, when advancing the iab, blood was noted leaking around the catheter/membrane junction. The iab was removed and replaced without any complications.